Manufacturer narrative:
Concomitant medical product: 4196 lead implanted: (B)(6) 2012. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the non-sustained ventricular episode count was invalid.

Event description:
It was reported that non-sustained tachycardia (nst) and high rate episodes occurred but were not visible in the cardiac resynchronization therapy defibrillator's (crt-d) episode log. The device remains in use. No patient complications have been reported as a result of this event.